Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The evaluation uncovered no problem found with functionality. Olympus lamp life was reading at 352+hours. Light intensity output measured within specification. Follow up with the user facility is currently being performed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus during preparation for a unspecified diagnostic procedure, a e200(turret unit failure) occurred on the evis exera iii xenon light source. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the e200 error could not be identified, nor could the phenomenon be duplicated/confirmed. Olympus will continue to monitor field performance for this device.